Event description:
Healthcare professional reported after injection with unspecified juvederm voluma in the mid-face in (B)(6) 2013 and a second mid-face injection with unspecified juvederm voluma in (B)(6) 2014, the pt was injected with botox in the frontalis, glabellar area, and orbicularis oculi. Ten days after injection with botox, the pt presented with red eye swelling and lid ptosis. The healthcare professional suspected the lid ptosis was caused by the migration of botox and was concerned the swelling from the eye was placing pressure on the juvederm voluma causing an adverse event. The pt further developed visual disturbances and eye pressure. The healthcare professional was concerned that the eye pain may be due to "possible occlusion from swelling and juvederm" in the pt's mid-face. Testing performed by a consulted ophthalmologist resulted in "no findings". The pt was assessed by a physician who suggested the pt might have telosa-hunt syndrome and prescribed prednisolone; pt symptoms are resolving. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00436 (B)(4). This MDR is being submitted for the second suspect product, juvederm voluma injected in (B)(6) 2014, also a device manufactured by allergan.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of swelling, ptosis, visual disturbances, eye pressure, and telosa-hunt syndrome are physiological complications and analysis of the device generally does not assist allergan in degerming a probable cause for this event.